Event description:
Hospital reported "this patient had a left total knee arthroplasty in september 2002. They have continued to have problems with stability and balance and have been using a brace." Implants were not indicated as cause of instability.